Event description:
It was reported that the probe did not display temperature readings. Add'l info was received on (B)(6) 2013 and (B)(6) 2013 with the following, the probe was implanted on (B)(6) 2013 and the product problem occurred right after implantation. Another probe was not inserted. Temperature was measured via tympanic means. The pt did not incur an injury as a result of the issue. The pt's underlying medical condition was reported as traumatic brain injury. The pt was in a coma. The pt wasn't moved. The serial number was not available but the number on the catheter was reported as 268410-a04. The probe was explanted on (B)(6) 2013.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for eval. An investigation has been initiated based upon the reported info.